Event description:
It was reported that during a procedure, the light cable was hot. Further, the account stated that there was a light leak at the connection of the light source.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.